Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the unit won't aspirate or irrigate. The system freezes and stops working.

Manufacturer narrative:
(B)(4)

Event description:
Additional information provided indicated the system was switched out to complete the case. There was no patient harm.

Manufacturer narrative:
The company service representative examined was not able to replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on april 30, 2014. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).